Manufacturer narrative:
Age at time of event: elderly. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that device thrombus occurred. In (B)(6) 2017 a left atrial appendage (laa) closure procedure was successfully performed. A 30mm watchman ® laa closure device was implanted after meeting all release criteria. At the 45 day follow-up in (B)(6) 2017, transesophageal echocardiogram (tee) revealed thrombus on the face of the closure device about 1cm in diameter. Upon review of the patient's medication regimen, it was discovered that although she was supposed to have been on warfarin and aspirin for the duration of the 45 day period, she had actually not been taking aspirin at all. The device was noted to be in good position. There were no further complications reported and the patient is noted to be ok.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was kept on coumadin and aspirin was added. The international normalized ratio range was increased from 2.5-3.5 instead of 2-3. A follow up transesophageal echocardiogram was scheduled 6 weeks out.